Manufacturer narrative:
Manufacturer was made aware of an mss rail slip. Patient was revised. A general review of all manufacturing and inspection records were reviewed and no discrepancies or contributing factors to this incident were found. X-rays were made available for review. There is not a firm conclusion regarding this event since the subject part(s) were not returned for evaluation. Follow-up with the sales rep indicated that the patient is doing fine. K2m, inc. Does not expect to receive additional information in regards to this case and then, considers this to be a close-out report. This report includes k2m's risk assessment review as indicated below. The system risk analysis was reviewed. The pha, lines 1-6: rod slips, addresses the scenario described in this event. The probability and severity associated with these hazards are found to be accurately assigned. No edits are required. The review of the manufacturing and inspection records did not reveal any trends. The labeling are accurate and available to the surgeon - no edits required. Device not returned to manufacturer.

Event description:
Mesa small stature rail slip reported approximately six months post-operatively. The patient had no pain however, was revised approximately eight months post-op.